Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part number rob00013, s/n (B)(6), used for treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional review was completed. The reported problem was not confirmed. After disassembly, the drill motor was not completely threaded into housing however this had no bearing on the device performance. The drill was able to pass kpc testing and cut in bone removal with the motor fully threaded. A log file and screenshot review confirmed the reported multiple drill disconnect errors. The most likely cause of this event is related to an internal loose connection in the motor. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. The review determined that prior escalation actions are applicable to the scope of this complaint and the CAPA owner has been notified to consider further escalation action. The real intelligence cori for knee arthroplasty user manual provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines". The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Per complaint details, the device experienced drill disconnect errors which did not resolve with troubleshooting or by using the backup drill; therefore, the surgeon abandoned the cori¿ and finished the case using manual instrumentation within a 0-30-minute surgical extension with ¿no additional complications to the patient¿. Per the field report, surgeon was satisfied with the outcome. It was communicated that no x-rays or op-notes were available. The finalized product evaluation will be performed and reported independent of this medical assessment. The patient impact beyond the reported modified procedure with the 0-30-minute surgical delay could not be determined; however, no patient injury was reported. No further medical assessment could be rendered at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. Further investigation into the reported failure is being conducted to determine if additional actions are required. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Event description:
It was reported that, during a cori tka procedure, the robotic drill presented the drill disconnect error and prevented from moving forward. The surgeon finished the case with manual instruments. There was no injury to the patient. No other complications were reported.

Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part number rob00013, s/n (B)(6), used for treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional review was completed. The reported problem was not confirmed. After disassembly, the drill motor was not completely threaded into housing however this had no bearing on the device performance. The drill was able to pass kpc testing and cut in bone removal with the motor fully threaded. A log file and screenshot review confirmed the reported multiple drill disconnect errors. The most likely cause of this event is associated with a failure of the drill exposure motor due to the thermo-mechanical stress induced within the motor at the encoder and electrical noise on the console error status inputs to the drill exposure motor encoder. Continuous improvements have been made to the cori robotic drill and manufacturing processes to reduce drill disconnection error messages. These improvements consisted of: 1. A hardware update to the cori console to reduce noise on the internal electronics. 2. An update to the cori system¿s software and firmware to improve the user experience when error messages are displayed, and 3. A hardware update to the cori drill to reduce mechanical stress on drill exposure the motor. The first two improvements are fully deployed. The third improvement is being deployed for new orders and as drills are returned for routine servicing. Also, smith+nephew is voluntarily performing a recall/field notification for the cori real intelligence robotic drill. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A historical review concluded that the lot, serial number or part number reported in this event is related to a corrective/preventive action already implemented. The real intelligence cori for knee arthroplasty user manual provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines". The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Per complaint details, the device experienced drill disconnect errors which did not resolve with troubleshooting or by using the backup drill; therefore, the surgeon abandoned the cori¿ and finished the case using manual instrumentation within a 0-30-minute surgical extension with ¿no additional complications to the patient¿. Per the field report, surgeon was satisfied with the outcome. It was communicated that no x-rays or op-notes were available. The finalized product evaluation will be performed and reported independent of this medical assessment. The patient impact beyond the reported modified procedure with the 0-30-minute surgical delay could not be determined; however, no patient injury was reported. No further medical assessment could be rendered at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.